Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3889-28, lot# v188677, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had their device originally implanted in 2005 on the right side and in 2007 their implantable neurostimulator (ins) was adjusted and the patient had their first seizure. It was stated that later in 2007, the ins was adjusted again and the patient had another seizure. It was noted, the patient had 2-3 seizures total. Reportedly, the patient¿s ins was turned down until 2009 when another healthcare provider moved the ins from the right side to the left side and they had no seizures since. The patient stated, the ins must be at a high voltage for relief because, the patient wasn¿t getting relief at a low voltage. It was noted, the patient thought the high voltage on the right side seemed to cause the seizures.

Event description:
It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was stated the patient had an appointment scheduled for (B)(6)-2014.